Event description:
Report received of an over-delivery of heparin due to the decimal point not registering when pressed. The pt was to receive heparin 25,000 units in 250ml at an unspecified rate. A new bag was hung at 12:00 midnight. At 12:45am, the pump was alarming with an unspecified alarm, and the heparin bag was noted to be empty. The staff reported that the decimal point key was not registering when pressed. The staff did not verify the pump settings when the infusion was initiated. The md was immediately called. The pt was treated with an unspecified dose of IV protamine, and a stat CT scan of the head was ordered. The CT scan results reportedly showed that there was no extension of the prior cerebral infarct. Though requested, there was no further info available. The pump was not isolated; therefore it will not be returned for testing.